Event description:
"Caller alleged discrepant accuracy results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 6.8, 7.4, lab: 3.8. Time elapsed between each method of testing is forty minutes. Patient's therapeutic range is not provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test result with lab result provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio2: 7.4, 6.8, reference: 3.8, mean: 6.0. Calculated mean for reported results is greater than 5.0 and the difference between the results is greater than 2.2. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio2: 7.4, 6.8, mean: 7.1, %cv: 5.98, result: pass. Reported results produced cv less than 20% which meets passing precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot# 282869 on (B)(4) 2012. Results as follows: donor 1: inratio2: 2.0, 1.9, 1.9, reference: 1.70, %cv: 2.99, donor 2: inratio2: 2.7, 2.9, 2.8, reference: 2.39, %cv: 3.57. (B)(4). This issue will continue to be tracked and trended. Corrective action not required at this time.